Event description:
Additional information received reported there was no product performance issue. It was reported the issue was surgical as the ¿impl anted¿ was unable to get the lead position correctly at the time of surgery and the patient was scheduled with another surgeon for paddle implant.

Event description:
It was reported that shortly after the patient was going to have an MRI of their leads for their pending replacement. It was reported the replacement is occurring due to the leads migrating shortly after the patient was implanted on (B)(6) 2013. It was noted the leads were still in the epidural space. Information omitted pertaining to event (B)(4) - over-discharge. These events are not related.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the physician was unable to properly place the leads during the percutaneous implant. They were left in place until a paddle revision was scheduled.

Event description:
Additional information revealed the event captured in manufacturer report number 3004209178-2014-15402 was the same event captured in this manufacturer report. All further information related to manufacturer report number 3004209178-2014-15402 will be reported in this manufacturer report.

Event description:
Additional information received reported the patient is scheduled for revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found the ins had reduced capacity due to over-discharge. The ins was received for analysis with no telemetry and no output. The telemetry was restored after one physician mode recharge. After the ins was recharged, it passed functional testing. According to the trace report taken from the ins, it was last recharged while implanted on (B)(6) 2014. The battery depleted to the "lock" mode on (B)(6) 2014 and subsequently went to an over-discharge state. The ins had experienced only one over-discharge. Analysis of the lead, lot # va0efp9033, found the lead body had been cut through and the product was segmented. The number 0-7 lead was not completely seated in the ins connector port and the setscrew is not tight to the lead. There was a setscrew impression in the correct location on the #0 connector indicating that the setscrew was tightened properly to the lead at one time. Analysis of the lead, lot # va0efp9034, found the lead body had been cut through and the product was segmented.

Event description:
Additional information received reported the patient's revision was successfully performed on (B)(6) 2014. The original system had been removed and will be sent back to the manufacturer for testing. The patient was reported to have excellent response to the stimulation testing in post-op. Information omitted pertaining to an over-discharge event, 700663293. These events are not related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)